Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received multiple no delivery alarms during a bolus. The customer's blood glucose level was 324 mg/dl. The customer stated he changed the infusion set and battery. Standard troubleshooting was performed. The insulin pump functioned as designed. The product is not being returned. Nothing further was reported.